Event description:
The pt used the suspect device to check their blood glucose. The pt obtained a reading of 86 mg/dl and took 15 units of insulin then ate dinner. Later the pt didn't feel well and called the paramedics. The emt's used their meter to check the pt's blood glucose and the result was 34 mg/dl. The pt was given an IV and taken to the hospital. A lab value resulted in either 281 or 294 mg/dl. The pt couldn't remember which was the correct one.